Manufacturer narrative:
On (B)(6) 2018 for previous report submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis summary: the controller (con305300) and four batteries (bat554223, bat553978, bat553961, bat554706) were returned for evalu ation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. The reported ¿controller overheating¿ could not be confirmed. Failure analysis of the returned batteries revealed that the devices passed functional testing. Visual inspection of the four batteries revealed the central block of the batteries' connector was worn out. This is an additional observation not related to the reported event and likely due to the handling of the devices.log file analysis revealed that the controller contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving bat554223, bat553978 and bat553961. Additionally, bat554706 was involved in momentary disconnect ions without triggering premature power switching. Momentary disconnection will result in an audible tone or "beep". Analysis of the alarm logs revealed one critical battery alarm due to a communication error involving bat554223. As a result, the reported ¿beeps¿, power switching and critical battery alarms were confirmed. The most likely root cause of the critical battery alarm can be attributed to communication errors. The most likely root cause of the reported beeping and power switching events can be attributed to momentary disconnections between the controller and batteries. An internal investigation was initiated to capture events involving the momentary disconnections. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: in relation to the reported event, device (B)(4) passed visual inspection and passed functional testing. In relation to the reported event, device (B)(4) passed visual inspection and passed functional testing. In relation to the reported event, device (B)(4) passed visual inspection and passed functional testing. In relation to the reported event, device (B)(4) passed visual inspection and passed functional testing. In relation to the reported event, device (B)(4) passed visual inspection and passed functional testing. However, the reported event was confirmed via log file review. As a result, the reported event was confirmed. Investigation is ongoing. Other devices involved in this event: medical devices: battery /(B)(4), battery /(B)(4), battery /(B)(4), battery /(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other devices involved in this event: d4: battery /(B)(4)/ UDI: (B)(4). D4: battery /(B)(4) / UDI: (B)(4). D4: battery /(B)(4) / UDI: (B)(4). H6: FDA conclusion code(s): 77 corrected( h6 conclusion: removed code 25) medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller and four batteries (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. The reported ¿controller overheating¿ could not be confirmed. Failure analysis of the returned batteries revealed that the devices passed functional testing. Visual inspection of the four batteries revealed the central block of the batteries' connector was worn out. This is an additional observation not related to the reported event and likely due to the handling of the devices. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed relative state of charge (rsoc) between 101-201 involving (B)(6), which is indicative of a communication error between the controller and the battery. Further analysis revealed several premature power switching events that were due to momentary disconnections involving (B)(6). Additionally, (B)(6) was involved in momentary disconnections that did not lead to premature power switching. Momentary disconnection will result in an audible tone or "beep". Analysis of the alarm log file revealed one (1) critical battery alarm logged on (B)(6) 2017 at 03:09:28 due to a communication error involving (B)(6). As a result, the reported communication errors, ¿beeps¿, premature power switching and critical battery alarm events were confirmed. Possible root causes of the reported communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. The most likely root cause of the critical battery alarm can be attributed to a communication error. The most likely root cause of the reported beeping and premature power switching can be attributed to momentary disconnections between the controller and batteries. An internal investigation evaluated momentary disconnections. Additional products: d4: serial #: (B)(6). H3: yes h6: FDA conclusion code(s): 4307 this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Log file review indicated that one of the batteries also had a communication error.

Manufacturer narrative:
Initial MDR MFR rec: (B)(6) 2017. This event was assessed and is being reported as part of a retrospective review of log file data. Other devices involved in this event: battery/bat554223. (B)(4). Device: battery/bat553978. (B)(4). Device: battery/bat553961. (B)(4). Device: battery/bat554706. (B)(4).

Manufacturer narrative:
Other devices involved in this event: medical device: battery / (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other devices involved in this event: medical device: battery / (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery: battery /(B)(4)/ model #: 1650 / expiration date: 2018-04-30, UDI #:(B)(4) . Yes, return date: 2017-11-17. No, device evaluation anticipated, but not yet begun. Mfg date: 2017-04-30. No. Heartware ventricular assist system ¿ battery d4: battery /(B)(4)/ model #: 1650 / expiration date: 2018-04-30, UDI #: (B)(4). Return date: 2017-11-17. No, device evaluation anticipated, but not yet begun. Mfg date: 2017-04-30. No. Heartware ventricular assist system ¿ battery d4: battery /(B)(4)/ model #: 1650 / expiration date: 2018-04-30, UDI #: (B)(4). Yes, return date: 2017-11-17. No, device evaluation anticipated, but not yet begun. Mfg date: 2017-04-30. (B)(4). Heartware ventricular assist system ¿ battery: battery /(B)(4)/ model #: 1650 / expiration date: 2018-05-31 UDI #: (B)(4). Return date: 2017-11-17. No, device evaluation anticipated, but not yet begun. Mfg date: 2017-05-31. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced anxiety when their controller started beeping and exhibited battery switching. The controller was noted to be very hot while in the waist pack when it started alarming. Critical battery alarms were prompted well before the batteries were down to one bar. Log files revealed two potential problematic batteries. The patient exchanged their controller at home and the batteries were taken out of service. No further patient complications have been reported as a result of this event.